Event description:
An (B)(6)-year male consumer reported an event with band aid brand bandage waterblock flex adhesive cover which he applied only once for scrape wound on his arm on (B)(6) 2026. Consumer reported that it tore up his skin and the scab of the wound when he removed the bandage. The consumer also mentioned pain and strong adhesive is not good for him. The consumer reported that he went to the emergency room multiple times (three). No additional details regarding treatment or further information was provided.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) band aid brand bandages waterblock flex adhesive cover 6ct USA 381371190621, lot 1425b. D4: 510(k) exempt, device I complaint. UDI not required. UDI# (B)(4), upc # 381371190621, lot # 1425b, expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 22, 2025. H6: e1721 also refers to the consumer alleged " tore up skin and the scab of wound when removed product/pain & quot. The consumer reported that when removing the product, ¿it tore up his skin and the scab of his wound¿ (event interpreted as skin tear, subsumed pain). Consumer went to the emergency room multiple times, further details of treatment not reported. No report of any excessive bleeding nor any surgical/invasive intervention reported. Based on available information, no admitted hospitalization, no significant intervention reported and no other seriousness criteria met. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.